Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a high blood glucose level of 477 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer stated the issue was caused by a bent cannula. The customer did not provide the time and date do the incident. The customer stated they found an insertion site that works for them already. The customer did not return the product back for analysis.